Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement measuring 170 ohms. Technical services (ts) was consulted to review the lead trend. Ts reviewed and found there was a gradual rise in impedances. Ts provided troubleshooting options and recommended to do this prior to lead replacement. At this time, the lead remains in service. No adverse patient effects were reported.